Event description:
It was reported that during the percutaneous transluminal intervention procedure to treat a chronic total occlusion (cto) in the left main coronary artery with mild tortuosity, after advancing a non-abbott guide wire past the lesion, a non-abbott micro catheter was advanced over the guide wire, but resistance was felt during advancement. With the non-abbott micro catheter remaining in the anatomy, the guide wire was exchanged for a balance middleweight (bmw) elite w/o marker guide wire, and the bmw elite was advanced past the lesion. Upon withdrawing the bmw elite guide wire from the micro catheter, the bmw elite became stuck inside of the micro catheter approximately 10 centimeters proximal to the guide wire tip, but was ultimately able to be withdrawn alone, with the micro catheter remaining in the anatomy. The procedure was completed using a new non-abbott guide wire with the micro catheter without issue. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the catheter was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.